Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the door had failed. The field service engineer (fse) manually released the tower doors. A medication had flipped behind one of the plastic containers, causing the bin to protrude and strike the plexiglass door. Although the door was physically shut, the medication application did not recognize that it was closed. Customer inventoried tower door 2. The issue was resolved, and the door was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.